Event description:
Fuzzy vision [vision blurred]. Lens appears gray on exam [device failure, defect]. This report was received via a sales representative in which an ophthalmologist reported he had implanted a ceeon 913a intraocular lens on several occasions and one week post operatively, the intraocular lens started to turn gray. The pt's visual acuity is excellent, however, they complaint about fuzzy vision. The physician indicated he could clearly see a cloudy or gray haze in the intraocular lens with slit lamp illumination. This report reflects pt number two. No other info was provided on initial contact. See also ceeon MFR report #2003144760us, 2003144811us, and 2003144825us for similar reports by the same source. Follow up received on 08feb2003: the physician reported that the pt underwent a left eye cataract extraction with implantation of a ceeon 913a lens (diopter 17.5) in 2002. When the pt was seen one month postoperative, pt complained of cloudy-smoky vision in their left eye. The pt continued to experience cloudy vision for several months. During a follow-up visit in 2003, the decision was made to explant the ceeon lens to alleviate the pt's symptoms. 19 days later, the lens was explanted. The physician felt that the event was related to a product problem. Case comment: this case lacks significant medical info needed to provide an accurate casual assessment. Further info is required regarding indication for the iol implantation, the surgery performed, complications during surgery, irrigation fluids used during surgery, and concomitant medications during surgery and in the postoperative period. It is not stated whether the pt had any post operative ocular inflammation such as uveitis or cme that could account for the post operative visual disturbance. The "cloudiness of the lens/grey haze" seen in slit lamp illumination needs to be further investigated. It is not stated whether the lens was inspected prior to implantation for defects and whether a change in colour was noticed during the implantation. The most common cause of a cloudy lens is early opacification of the posterior lens capsule (pco). The cause of this complication could be the result of poor cleaning of the posterior capsule at surgery or posterior capsular plaque or of the accumulation of inflammatory or infective debris. It is unclear from the report whether pco has been ruled out. The results of the technical investigation requested on the lot number of this lens are not available yet. Add'l info is therefore expected so that a causality assessment can be made. Comment on follow-up 8 feb 2002: the lens was explanted in order to alleviate the pt's symtpoms however the results of the technical investigation are still pending therefore further info is still awaited. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, MFR, or product caused or contributed to the event.